Event description:
On 6th november 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone toric rao610t iol. The event description provided states that post-operatively the healthcare professional observed a crack on the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the healthcare professional observed a crack on the lens. The iol was left in situ. The patient is awaiting secondary surgery to undergo explantation and exchange of the rayone toric rao610t iol. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion": inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. There is insufficient information available to determine the cause of the damage to the lens.